Event description:
It was reported that during a full supply change with inset 23-inch infusion sets, the user could not obtain priming drops and troubleshooting revealed the newly installed cartridge contained no insulin, after which a caregiver assisted to complete the supply change. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided by the user or third party. Investigation of this case revealed no device problem found and characterized the issue as a use-of-device problem, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.